Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04530. The patient received three leads, and two leads have the same lot number. It was reported the patient had lost stimulation for several weeks, and then felt a surge of stimulation. The patient turned the scs system off. The sjm representative met with the patient for reprogramming, and determined 4 contacts had invalid impedances. Reprogramming was only able to provide stimulation coverage on the left and the back of the neck. It was reported right-sided stimulation was not achieved. Follow up identified the patient was scheduled for x-rays.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.